Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the replacement of the diss air filter solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The diss air filter is located between the compressor and the ventilator. A leaking filter causes insufficient air supply to the ventilator and alarms for low air supply pressure and high o2 concentration are generated. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established.

Event description:
It was reported that the diss air filter was leaking. There was no patient harm. Manufacturer's ref #: (B)(4).